Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2024-07919 was provided in sections b2, b5, h1, and h6.

Event description:
It was noted that the patient outcome was that the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
Section d6a / d6b: added implant and explant dates. The investigation for the reported issue has been completed. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The impella cp device has not been returned for evaluation. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 75-year-old male on a impella cp for mechanical circulatory support. It was reported that the patient developed heparin induced thrombocytopenia during impella cp support. Systemic heparin was stopped in response to the condition. Support was maintained with the implanted pump. The patient was escalated to impella 5.5 from impella cp. No patient harm was reported.